Event description:
Report received from (B)(4) stating "sleeve remains blocked during inserting at the level of irrigation orifices. The sleeve was difficult to enter. No pt impact."

Manufacturer narrative:
The product has been requested for eval; however it has not yet been received. The sterilization and lot history records were reviewed and found to be acceptable.